Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer could not recall if the occlusion impact the blood glucose level. Tandem technical support was unable to perform a system check, as the occlusion occurred in the past.